Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device stopped working/device not working. There was no report of serious or permanent patient harm or injury. During the evaluation of the device, visually inspected the device and found evidence of foam degradation. In addition to the above findings, it was also determined missing left door ui panel scratch and dirty inside screen and chip on top enclosure replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.